Event description:
It was reported the intraocular lens (iol) haptic was bent/broken during the loading process and was fully inserted in the patient's operative eye. The iol was removed and replaced with the another j&j iol with the same model and diopter size. Unplanned sutures were required intra-operatively. No further information is available.

Manufacturer narrative:
Patient age, weight and ethnicity: unknown as information was asked but not provided. Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation? Yes. Section d-9: returned to manufacturer: yes. Section d-9: date returned to manufacturer: 13-jul-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half and coated in viscoelastic residue. Both haptics could be observed to be detached, one haptic still had a portion of the haptic remaining. The remaining portion of haptic was observed to be bent. The lens was cleaned and, no further issues were identified. Based on the return condition of the lens, no further product evaluation could be identified. Complaint issue "haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.